Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this pacemaker had an infection. A revision was performed and the pacemaker along with the right atrial (ra) lead and right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. The pacemaker was not returned for analysis.